Event description:
It was reported that the catheter was introduced via right subclavian vein; however, the guidewire could not be removed from the catheter. The guidewire and catheter were removed simultaneously. As a result, another catheter from a different lot number was inserted into the left subclavian vein and the same event occurred. A third insertion was successfully attempted in the jugular vein.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.